Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of ocular pain and vision loss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported patient presented with extreme pain, vision loss and purulent endophthalmitis in the right eye against the xen®45 gts. Treatment was noted as xen + ipcl removal and ppv. The device has been explanted.

Manufacturer narrative:
The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported endophthalmitis in the unknown eye against the xen®45 gts.